Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced a seizure and a brain bleed. An angiojet® zelantedvt¿ catheter was selected for a left iliac vein thrombectomy procedure. The physician infused tpa with the catheter in power pulse mode and then allowed the tpa to dwell for 25 minutes. The physician then performed the thrombectomy portion of the case. The device run time was about 300 seconds. Then a picture was taken in the iliac vein while it was completely opened. They took the other unspecified catheter out and then they went in with a non-bsc balloon as they were planning to balloon the external iliac vein. Before ballooning was performed, the patient started to seize so the procedure was stopped. The seizure occurred after the tpa was infused, the thrombectomy portion, and everything was complete. The patient was taken by life flight to the main campus with a brain bleed. No further complications were reported.

Manufacturer narrative:
Name of facility patient was transferred to via (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was further reported that after the tpa was dwelling for 25 minutes, the thrombectomy procedure was successful in removing the clot. The use of the angiojet catheter was then finished and the device was removed. However, after that, the patient started to seize just prior to the physician starting the ballooning treatment that would have finished the procedure. Only 1 angiojet zelante catheter was used during the procedure. There were no abnormalities with the catheter during it's use. The patient did not have a history of epilepsy or seizures. The physician felt that the cause of the seizure and brain bleed was a ruptured aneurysm (shown on a CT scan post procedure), and not due to the use of the angiojet catheter. The patient was transferred via "life flight" to another hospital where the aneurysm was embolized with coils the following day. The patient then received physical therapy in the hospital a couple days later. No further complications were reported.